Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer does not recall any significant event that could lead to this error. The pump was not dropped, bumped, or exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.